Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed the "high pressure" alarm was recorded multiple times. Functional testing was performed, and the reported issue was not confirmed. There was medical fluid-like substance inside the device, which made the latch very stiff and impossible to turn to access inside, rendering the device unrepairable.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a blockage alarm occurred. Per reporter, this occurred during infusion at the patient's home. No patient harm or adverse event was reported.